Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdx3base, serial number/date code (B)(4) is approximately seven years old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
(B)(4). The dealer reported that the tdx3base was leaking grease from the gearbox, and coming out the axle area in between the motor and the gearbox. There was no patient injury reported.